Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse stripped and cleaned the luminometer. Rectified the leak at the base valve and rectified the probe 4 line disconnected tubing. The cse then primed the relevant lines. Quality control was ran and passed. The cause of the discordant results is from the aspirate probe 4 tubing becoming disconnected at the connector and leaking. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, quality control (qc) and patient results were obtained on multiple methods an advia centaur xp instrument. The customer noticed qc was out and called for service. A siemens customer service engineer (cse) evaluated the instrument and found a leak in the base valve and aspirate probe 4 tubing was found to be disconnected at the connector. The customer had patient samples running during the time of the leak. The initial patient results were reported to the physician(s). The customer then re-tested their qc and was back in range. The customer then reran the patient samples on the same instrument. Corrected reports were sent out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.